Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guide wire was confirmed; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "verification was carried out with a specialist doctor, who stated that during the insertion of the guide, it was found to be bent. Therefore, it was decided to replace the guide. The procedure proceeded and concluded without any complications." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI#(B)(4).

Event description:
It was reported "verification was carried out with a specialist doctor, who stated that during the insertion of the guide, it was found to be bent. Therefore, it was decided to replace the guide. The procedure proceeded and concluded without any complications." There was no patient harm or injuury. No medical intervention required. The patient's current condition is reported as "fine".